Manufacturer narrative:
Lead was capped on (B)(6) 2021. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the intermittent increases of the left ventricular pacing impedance from 500ohms to 3000ohms as reported in the complaint description. Furthermore the sensing trend curve showed varying r amplitudes between 9.5mv and 14mv with a decrease with further varying values between 2.5mv and 8mv since the end f (B)(6) 2020. The analysis of the provided iegm episodes revealed artifacts on the left ventricular channel, which led to oversensing with pacing inhibition. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 52 months, it was reported that the right ventricular sensing dropped to low values.